Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. There is no information to suggest the patient sustained a serious injury. Device evaluation summary: device evaluation of monitor sn (B)(4) and belt sn (B)(4) was completed. The monitor and electrode belt were fully functional and able to detect and treat. Device manufacture date: electrode belt: 01/2014. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).

Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. Zoll customer support contacted a (B)(6) female patient after receiving notification that a treatment had been delivered. Review of the event indicates that the patient experienced an inappropriate defibrillation while in a rehab facility. Motion artifact contributed to the false detection. The patient reportedly heard the alarms but could not remember how to respond. The response buttons were not used during the event. The patient was transferred to the hospital and ended use of the lifevest.